Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that vacuum rising issues occurred during a cataract surgery with intraocular lens (iol) implant. Additional information has been requested but not received to date. This is one of five reports being filed for the same facility. This report is for the procedure performed on (B)(6) 2016.

Manufacturer narrative:
Evaluation summary: review of the device history record indicated the devices were built to specification. The customer did not retain a sample of two of the three paks; functional testing could not be conducted. The returned sample of surgical pak was visually and functionally tested and passed testing. The sample was able to reach a maximum vacuum within specification. The centurion vision system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: loose blue luer fittings. Damaged o-ring (ultraflow I/a handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Recommended solutions: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest. Check tubing and/or replace cassette. Check fitting and/or replace cassette. It was discovered during company representative visit that the irrigation/aspiration (I/a) handpiece used when this issue occurred had a missing seal at the aspiration connection point, suggesting this was a handpiece related issue rather than a cassette issue. No ultraflow I/a sp threaded handpiece was received for the vacuum not rising. A picture of the proximal section of two ultraflow I/a sp threaded handpieces was received with the complaint. One of the two handpieces did show that the brazing joint was no longer holding the tubing with the aspiration male luer. The other handpiece was showing signs of corrosion but still appeared to be functional at that time. One ultraflow handpiece lot number was identified with this complaint. The device history record for the lot was reviewed and the lot had a temporary deviation for the transition to a new directions for use (dfu) that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. The root cause of the customer's complaint could not be determined as a sample was not returned; however, this occurrence is believed to be handpiece related. Based on the picture provided with the complaint, it was confirmed that a vacuum rise would not be achieved for one handpiece based on the disconnected tubing from its aspiration line. The second handpiece appeared to be close to having this same complaint issue. The root cause of this complaint issue appeared to be from the normal wear of the brazing joint from the use and autoclaving of the reusable handpieces for...

Event description:
This is one of eight reports being filed for the same facility.

Manufacturer narrative:
A sample has been received by a company representative and sent to manufacturing site.